Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. First/given name: unknown / not provided. Email address unknown / not provided. PMA/510(k) number k013227.

Event description:
It was reported implant removed due to fracture.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was not returned to palm beach gardens, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 42 (fdi) and used for approximately 2.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) review was completed for the subject lot number 63300868. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63300868) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). 3.5mm 11.5mm (tsvb11) was returned for inspection. Investigation of the returned device shows that the implant is fractured at the collar. The investigation has been performed based on the available information. Device history record (DHR) review was completed for the subject lot number 63300868. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63300868) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.